Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp stent implantation, user sucessefully advanced the delivery system through wire guide to desired postion after duodenal papilla dilation, but found out the stent cannot be released. User took force to release the stent while the handle cracked but still cannot be released. User changed to another same device to complete the procedure. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes 1. What is the reorder number of the wire guide used with this device? Metii-35-480 cook,metii-35-4802. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 3. Had a sphincterotomy been performed prior to this occurrence? Yes 4. Had dilation of the obstructed area been performed prior to this occurrence? Yes 5. What is the endoscope manufacturer and model number that was used? Olympus tjf-260vtjf-260v 6. Please describe the location in the body where the stent was to be placed. Common bile duct 7. Was resistance encountered when advancing the wire guide through the obstructed area? No. 8. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 9. Was the introducer advanced through the side of a previously placed stent? No. 10. Please estimate amount of time the stent was in place prior to this occurrence. 11. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Cancellation report is being submitted due to additional information received on 26-mar-2024. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report is being submitted due to additional information received on 26-mar-2024.